Event description:
Pt had neulasta on body injection placed on body at 15:47 on (B)(6) 2015. Pt called infusion center on (B)(6) 2015 to report that on body injector did not administer medication on (B)(6) 2015. Pt returned to infusion center on (B)(6) 2015 to get neulasta injection and returned on body injector. Device indicates that it was full. Our infusion center has had other issues with the device, one pt to have possible reaction to the on body injector (tachycardia, elevated wbc, shortness of breath post medication. Pt had previously received regular neulasta injection). One pt reported the device to fall off, one pt had device leak, and two pts reported accidently hitting arm and device fell off. Dates of use: (B)(6) 2015.